Event description:
Per the clinic, the patient experienced a cholesteatoma that compressed the electrode toward the external auditory canal, resulting in exposure of the electrode (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, along with cholesteatoma removal and tympanoplasty. The patient was reimplanted with another cochlear device during the same surgery.